Event description:
Recalled lead and ICD removed. Patient past medical history significant for aborted sudden cardiac arrest s/p dc st jude ICD implant about 8 years ago riata lead model 1581). At the time of his arrest, he was hospitalized and underwent a cardiac work-up that included ruling out for myocardial infarction, a coronary angiogram which was normal, a tte revealed low normal ejection fraction and minimal mitral regurgitation, but appeared to have normal size of the posterior interventricular septum. He was treated with dilantin for seizures which was subsequently stopped 2 months later.